Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant mass creatine kinase mb isoenzyme (mmb) results. Hsc determined that when the customer diluted the 2.5 ng/ml sample with the 1:20 dilution, the recovered value of the instrument was less than 1 ng/ml which was below the value that could be accurately measured by the instrument. The system would then multiply the result by the dilution factor of 20; any recovered value of the diluted sample that is less than 1 ng/ml will give a value of < 20 ng/ml. The dilution protocol is developed for samples that are above assay range. The data does not show why the customer processed the initial samples with a dilution. A dilution was not triggered on the instrument, the dilution was manually entered by the operator. The discordant mmb result was due to the operator inappropriately ordering a dilution on the sample causing the < 20 ng/ml result. The customer did not report issues with any other assays on this instrument. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant mass creatine kinase mb isoenzyme (mmb) result was obtained on a patient sample on the dimension vista system. The result was reported to the physician and was questioned. The same sample was reprocessed the same day and a correct result was obtained. A corrected report was issued. No treatment was provided to the patient on the basis of the reported discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated mmb result.